Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had a tubing rupture. According to the reporter, there were no injuries caused to patient or staff as a towel clamp was on the device when the event occurred. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose assembly had a hole in the hose approximately 9 inches distally of the pressure relief valve consistent with having burst (ruptured). It was determined that there were pinch marks on the hose at the hole. It was further determined that the outer hose carried the return air back from the handpiece to the hose muffler to exhaust. It was determined that the outer hose was restricted by occluding it (e.g. Stepping on, leaning on, and clamping on) causing air pressure to build. It was determined that if the outer hose was restricted, the air pressure could be relieved by the pressure relief valve if the occlusion was proximal of the pressure relief valve. However, if the outer hose was occluded distally of the pressure relief valve, the pressure could not be relieved and the outer hose could rupture from pressure build-up. It was determined that the cause for the occlusion was likely due to clamping the hose to assist in holding it from the apparent pinch marks. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.